Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 38x3.0mm, eccentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.